Event description:
A customer contacted beckman coulter inc (bec) regarding erroneous troponin (accutni) patient results generated by their access 2 immunoassay system. One of the samples (for patient 1) also had an erroneously elevated ckmb result. The customer runs accutni in duplicate and upon repeat, the results were lower within the normal reference range. The erroneous results were not reported outside of the laboratory and there was no affect to patient treatment with regard to this event. This report documents the results generated on (B)(6) 2012 for patient 2 involved in this event. The results generated on (B)(6) 2012 (for patient 1) are documented in MDR#2122870-2012-00987.

Manufacturer narrative:
The patient sample was collected in a lithium heparin green top plasma tube. It was spun at 3900rpm for five minutes in a thermal scientific sorveal 16 centrifuge with swinging buckets. The customer indicated that the patient samples were full draws and no visible particulate. The customer indicated that they were not getting any errors on the system. The customer performed weekly maintenance on (B)(4) 2012 and the system check was passing within specifications and the quality control was in range. A field service engineer (fse) went on-site and ran system check and high-sensitivity system check and instrument met specification requirements per established procedures.